Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle shield failure. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7208551. Our records show the reported lot was manufactured on august 7, 2017, and it was determined that this is the only instance of an exposed needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported defect was not confirmed being is no provided samples, images or representative samples of the complaint to evaluate the defect. We could not determinate the root cause of the issue; however, this defect is related with an incorrect activation of the device according with the provided information. The only way to leave exposed needle is if user after having done correctly the insertion, upon pulling back on safety device it is performed since adapter clear prn and puller sti, removing all safety device and leaving exposed cannula. However, reviewing our (B)(4), process controls are very likely to detect failure modes and prevent failures from reaching the downstream processes and end users.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with needle shield failure. There was no report of injury or medical intervention.